Event description:
On (B)(6), a spontaneous report by a physician was received via fax from a company rep regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, skin type, and concomitant medications were not reported. The pt received a 0.15 cc injection of restylane to the tear trough on an unspecified date in (B)(6) 2011. Pre-procedure medications and add'l procedures performed at the time of implantation were not reported. On an unspecified date in (B)(6) 2011 (reported as, "about one month ago" from the date of the report), after the implantation, the pt developed inflammation and a cyst under the infraorbital area. On an unspecified date in 2011, a physician "ruptured the cyst with an unspecified instrument and the mass was gone." A biopsy of the wall of the cyst was performed (results not reported). The lot number and exp date were not reported. Add'l info has been requested.

Manufacturer narrative:
(B)(4).